Event description:
It was reported that, on an unknown date, a microclave® neutral connector was reported to have generated a leak during patient use. The report stated that the device was leaking somewhere between the clave and tubing. The product was switched out. The leak occurred where the claves were attached to the same tubing, and according to nursing, it was at the connection point. There are other mating devices that were attached to the involved device and will be returned for investigation. The nursing staff threw out the packaging and was unavailable. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.